Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. The representative reported that an EKG was performed on the day of implant that showed possible pacemaker failure and wanted to know if they should turn off the ins. It was recommended to turn off the ins before proceeding to see if it was providing false readings. The rep later reported that no other implanted devices are in the patient, just the ins (also referred to as a pacemaker earlier). The EKG was not repeated. The patient will be seen in (B)(6) 2016 for a post-operative check. If additional information becomes available, it will be added to the event.